Event description:
It was reported to boston scientific corporation, that a radial jaw 4 single use biopsy forceps large capacity was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2009. According to the complainant, during preparation, the device was noticed to be damaged at the hinge/jaw area when it was taken out of the package. No device packaging damage was reported. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).